Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced because the ipg was causing the patient pain. Reportedly, the size of the patient's original ipg was causing the issue, therefore a smaller ipg was implanted and the issue was resolved.